Event description:
Uses the omnipod 5 which currently has a recall. She got off an airplane and had an extremely low hypoglycemia event. She drank a coke and then passed out and ems had to assist. She did not know at the time if she had the affected lots of omnipod or if it was related. She has since checked her supply and does not have any affected lots.